Event description:
Routine complaint investigation when a report was received that a health care professional was pricked with the lancet of a lancing device when the lancet allegedly did not retract under the cover after being triggered. The lancet was unused. There was no report of death, serious injury or medical intervention reported with the event.